Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the system controller pcb assembly, and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further investigated the replaced assembly, and determined that the root cause for the reported failure was due to a temperature sensitive ic chip u18.

Event description:
It was reported that the device would intermittently display a white/grey screen. There was no pt use associated with the reported event.